Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. The catheter was returned and no significant anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (20 mg/ml at 8 mg/day) and bupivacaine (30 mg/ml at 12 mg/day) via an implantable infusion pump. It was reported that the pump was moved to the patient's back for better comfort and the catheter had to be revised. It was noted that at first the hcp tried to re-anchor the catheter but was unable to aspirate so both the pump and spinal segment were replaced with a 8784 and 8782. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.